Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test were not preformed due to motor error alarms. The following cosmetic damage was noted on the device: cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, stained address/serial number label, stained keypad overlay, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received no delivery and motor error alarms on the insulin pump. It was stated that a motor error had been received a month prior, but then was working fine until (B)(6) 2014, when both a no delivery and motor error occurred. The customer's blood glucose was 2.3 mmol/l, which was treated with bread, fruit and soda. The motor error alarm occurred during bolus and basal delivery attempts. The insulin pump was possibly bumped as the customer plays sports. The insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature of the insulin pump. The customer was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.